Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, post-pace t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were made. Patient¿s condition was not provided.